Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed ac adapter cable extension is damaged. Pin 5 of cable extension is burned. Pin 1, 2 and 3 are bent. The service technician scrapped ac power adapter.

Event description:
The customer reported model palmtop ventilator ac power adapter has damaged pins on the lemo connection after the pigtail attachment was installed. At this time, it is unknown if there was any patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.